Event description:
A superior clavicle plate broke in a young pt.

Manufacturer narrative:
Orthohelix was advised by the rep that the plate is available and will be returned to orthohelix. The evaluation will take place when we receive it.